Event description:
A false positive advia centaur xp hcv result was obtained by the customer and the result question by the physician. The positive result was considered discordant when compared to repeat test results and another hcv test method. There was no report of adverse health consequences due to the discordant advia centaur hcv result.

Manufacturer narrative:
The cause of the positive results for hcv lot # 228 is being investigated. The IFU states in the interpretation of results section: "samples with a calculated value greater than or equal to 1.00 index value are considered reactive for igg antibodies to hcv. It is recommended that the sample be repeated in duplicate. If 2 of the 3 sample results are less than 0.80 index value, the sample is considered nonreactive. If 2 of the 3 sample results are greater than or equal to 1.00 index value, the sample is considered reactive and supplemental testing of the sample is recommended. If 2 of the 3 sample results are greater than or equal to 0.80 index value and less than 1.00 index value, supplemental testing of the sample is recommended."

Manufacturer narrative:
(B)(4). Internal studies confirmed that this increased reactive rate is within the overall negative percent agreement as stated in the performance characteristics section of the instructions for use, distributed in the us: (B)(4).